Event description:
The customer reported that the sys intermittently would take 6 - 7 minutes to boot up. There is no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The reported issue could not be identified or duplicated. The sys was operating as intended. However, the svc rep did perform a clean software reload.